Event description:
Rn was using the 23 g needle to draw up some zofran she went to pull the cap off of the needle and just the needle came out the safety was left inside the cap. Manufacturer response for 23 g safety glide needle, (brand not provided), (per site reporter). Unknown sent to our materials dept.